Manufacturer narrative:
The treating physicist reported that the pt was treated in a sitting position with wound dressings in place. It was determined that the pt's position combined with the wound dressings being in place during treatment, could likely cause an afterloader source wire transit problem through the suspect device. The MFR of the source wire inspected the afterloader and found it to be working properly. In addition, the returned applicator and transfer tube were evaluated. The applicator was determined to be functioning properly and there was no obstruction noted in the source pathway. The treating physicist confirmed that the hosp's treatment procedure would be changed to include recumbent pt positioning with dressings and support bra removed, and that this would be addressed in their corrective action plan. The mammosite labeling is being reviewed to determine if add'l instructions are warranted to further clarify proper pt positioning prior to delivering brachytherapy to prevent radiation source transit difficulties.

Event description:
On the third of ten fractions, the radiation source needed to be manually retracted. It resulted in the pt receiving approx 1 gy to the skin. The dummy source went through the applicator without event. The delivery of the source went without event. The transfer tube was replaced and the pt completed the remaining seven fractions without event.